Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. According to the complainant, the suspect device has been implanted and is not available for return.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold lite on an unknown date. According to the complainant, the patient experienced pelvic pain. She was recommended use of topical estrogen cream. On (B)(6) 2015, the patient experienced lower urinary tract infection and was treated with unknown antibiotics. It resolved on (B)(6) 2015.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold lite on (B)(6) 2014. According to the complainant, the patient experienced pelvic pain. She was recommended use of topical estrogen cream. On (B)(6) 2015, the patient experienced lower urinary tract infection and was treated with unknown antibiotics. It resolved on (B)(6) 2015.